Event description:
The physician reported he was performing a procedure on a brain aneurysm. Upon insertion of the coil through the microcatheter, he noticed that the coil had not deployed in the aneurysm, and was still in the vessel. The physician again tried to insert the coil into the aneurysm and the coil got stuck. The coil was again pulled out to allow the physician to determine where the problem was coming from. The lock of the coil was cut to try and resolve this problem. When the coil was re-inserted, it was noted to be broken. The patient suffered no adverse effects as a result of this phenomenon.

Manufacturer narrative:
The device in question will not be returned to boston scientific for further evaluation as it was discarded by the hospital. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. However, boston scientific conducted a review of the device history records (DHR) for the batch number of the device in question. No discrepancies were found. The DHR review had shown that this device met all required specifications. The root cause of the user's experience could not be determined, the cause remains unknown.